Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and triggered a 22020 error on an in-house system. Error 22020 was also confirmed via logs. The usm would not recognize any instruments. Inspection of the carriage showed no signs of fluid intrusion or contamination. No hazing was found.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, universal surgical manipulator (usm) 2 was not recognizing the drape. The site re-draped the usm, but the issue persisted. The procedure was completed with no reports of patient injury.